Event description:
We've had multiple event associated with the lifepak family of defibrillators. We contacted stryker / physio-control corporate rather than relying on local field engineers to respond to our concerns. We had a cc w/their corporate team on friday (B)(6) 2019. They reviewed some of the historical data from the machines that failed to provide shock as well as initiate pacing. It was determined that the data provided was insufficient to provide a comprehensive review and add'l info was required. A f/u cc is tentatively scheduled for friday, (B)(6) 2019 for further discussion.